Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was sticking intermittently. Customer¿s blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.